Manufacturer narrative:
According to the customer, "she was sitting on the walker waiting for her food to be done and the wheel came off and she fell on the ground. She has been hospitalized for almost 3 weeks now." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "she was sitting on the walker waiting for her food to be done and the wheel came off and she fell on the ground. She has been hospitalized for almost 3 weeks now."